Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and ovarian cyst ('cyst on ovaries and had to be removed') in a 35-year-old female patient who had essure (batch no: b94875, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sickness from on (B)(6) 2014, nausea from on (B)(6)2014, constipation (gastrointestinal: constipation), feeling abnormal and otitis media. Has had no pelvic or abdominal pain. No bowel or bladder concerns, no fevers. She has had no pain or cramping. She underwent MRI scan of her entire spine which was negative. Initially she had no issues with pelvic pain,. Concurrent conditions included dizzy since on (B)(6) 2014, vertigo since on (B)(6) 2014, anxiety since 2014, body mass index normal, underweight, palpitations, pain in face, dizziness, sinus congestion, diplopia, numbness in face, weakness, tiredness, sleeplessness, shortness of breath, chest tightness, panic attacks, fainting, disorientation, coordination abnormal, speech disorder, concentration loss, facial paresis, depression, ringing in ears, paresthesia, ear disorder (ears sensitive), earache, migraine, tingling, weepy, anxious mood, spinning sensation, loss of balance, sleep disorder, hyperglycemia, dehydration, dehydration, labyrinthitis, meniere's disease and infertility. Concomitant products included alprazolam, alprazolam (xanax), diazepam since september 2014, ibuprofen, lorazepam, meclozine (meclizine), ondansetron, prochlorperazine and zolpidem since september 2014 to 2016. In 2014, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), auditory disorder ("neurological conditions or problems (hearing problems)") and depression ("psychological or psychiatric problems condition: depression / neurological conditions or problems type: depression"). In september 2014, the patient experienced nausea ("nausea"), vertigo ("vertigo") and seizure ("seizures"). On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced visual impairment ("vision/eye problems/vision/eye problems (blurred and double vision due to headaches)" and mood swings ("hormonal changes (mood swings)"). On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant), 5 months 23 days after insertion of essure. In 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) (type: uti);", vaginal infection ("vaginal infection"), anxiety ("anxiety"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain"), constipation ("gastrointestinal or digestive system condition (constipation)"), alopecia ("other injury (ies) or complication (s); hair loss"), abdominal pain lower ("lower abdominal pain"), dizziness ("extrmely dizzy") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, right salpingo-oophorectomy, and left salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, anxiety, headache, nausea, back pain and abdominal pain lower had resolved, the ovarian cyst, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, seizure, dysmenorrhoea, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, mood swings, auditory disorder, constipation, depression, alopecia, dizziness and female sexual dysfunction outcome was unknown and the vaginal haemorrhage, menorrhagia, vertigo and dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, auditory disorder, back pain, bladder disorder, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 157 lbs. Discrepancy noted in date of removal on (B)(6) 2015. Hysterosalpingogram was done. She did not undergo an essure confirmation test. (Discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 10.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: results: nilateral occlusion (right tube occluded), normal uterine cavity, occluded distal tubes bilaterally but with question of subcornual, density on left. Pathology report: final diagnosis: biopsy tissue, uterus, right fallopian tube and ovary and right fallopian tube resection: cervix: benign cervical mucosa with focal immature squamous metaplasia. Negative for dysplasia. Endometrium: chronic endometriosis and proliferative phase endometrium. Negative for atypia. Myometrium: adenomyosis right and left fallopian tube: no significant pathologic changes seen. Right ovary: follicular cyst. Nuclear magnetic resonance imaging brain on an unknown date: . Ultrasound scan vagina in 2014: other (please describe) did not work she had it removed. Lot number: b40022, manufacture date: june-2013, expiration date: 30-june-2016. Lot number: b94875, manufacture date: 20-nov-2013, expiration date: 30-nov-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: plaintiff fact sheet and mr, new reporter, concomitant medication, lab data, and event apareunia (inability to have sexual intercourse) and cyst on ovaries and had to be removed were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B94875, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), fatigue ("fatigue"), weight increased ("weight gain"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, anxiety, bladder disorder, urinary tract disorder, migraine, headache, seizure, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder and back pain outcome was unknown, the nausea had resolved and the vertigo was resolving. The reporter considered anxiety, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: nilateral occlusion (right tube occluded). Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "hormonal changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), allergic or hypersensitivity reaction, bladder infection, urinary tract infection, vaginal infection, anxiety, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, vertigo, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems, fatigue, weight gain, weight loss, gastrointestinal or digestive system condition, lower back pain", reporter, lot number added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B94875, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation (gastrointestinal: constipation), nausea from 24-sep-2014 to 28-sep-2014, feeling abnormal, otitis media and sickness from 27-oct-2014 to 7-dec-2014. Has had no pelvic or abdominal pain. No bowel or bladder concerns, no fevers.she has had no pain or cramping.she underwent MRI scan of her entire spine which was negative.initially she had no issues with pelvic pain,. Concurrent conditions included body mass index normal, anxiety since 2014, underweight, palpitations, dizzy since (B)(6) 2014, pain in face, dizziness, sinus congestion, vertigo since 24-sep-2014, diplopia, numbness in face, weakness, tiredness, sleeplessness, shortness of breath, chest tightness, panic attacks, fainting, disorientation, coordination abnormal, speech disorder, concentration loss, facial paresis, depression, ringing in ears, paresthesia, ear disorder (ears sensitive), earache, migraine and tingling. Concomitant products included alprazolam, alprazolam (xanax), diazepam, ibuprofen, meclozine (meclizine) and prochlorperazine. In 2014, the patient experienced urinary tract disorder ("urinary problems or changes") and auditory disorder ("neurological conditions or problems (hearing problems)") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced visual impairment ("vision/eye problems/vision/eye problems (blurred and double vision due to headaches)") and mood swings ("hormonal changes (mood swings)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) (type: uti);"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain"), constipation ("gastrointestinal or digestive system condition (constipation)"), depression ("psychological or psychiatric problems condition: depression / neurological conditions or problems type: depression"), alopecia ("other injury (ies) or complication (s); hair loss"), abdominal pain lower ("lower abdominal pain") and dizziness ("extrmely dizzy") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with unilateral oophorectomy). Essure was removed on 11-mar-2015. At the time of the report, the pelvic pain, anxiety, headache, nausea, back pain and abdominal pain lower had resolved, the hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, seizure, dysmenorrhoea, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, mood swings, auditory disorder, constipation, depression, alopecia and dizziness outcome was unknown and the vaginal haemorrhage, menorrhagia, vertigo and dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, auditory disorder, back pain, bladder disorder, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 157 lbs. Discrepancy noted in date of removal (B)(6) 2015. Hysterosalpingogram was done. She did not undergo an essure confirmation test. (Discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 10.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: nilateral occlusion (right tube occluded). Hysterosalpingogram,normal uterine cavity, occluded distal tubes bilaterally but with question of subcornual density on left pathology report: final diagnosis- biopsy tissue uterus, right fallopian tube and ovary and right fallopian tube resection: cervix: benign cervical mucosa with focal immature squamous metaplasia. Negative for dysplasia. Endometrium: chronic endometriosis and proliferative phase endometrium. Negative for atypia. Myometrium: adenomyosis right and left fallopian tube: no significant pathologic changes seen right ovary: follicular cyst . Lot number: b40022 manufacture date: june-2013 expiration date: 30-june-2016. Lot number b94875: manufacture date: nov-2013 expiration date: nov-2016 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-feb-2019: plaintiff fact sheet received. Events added from pfs- psychological or psychiatric problems condition: depression, neurological conditions or problems type: depression, other injury (ies) or complication (s); hair loss, lower abdominal pain, extrmely dizzy. Outcome of event pelvic pain were updated. Reporter information, aka name, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B94875, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2014, constipation (gastrointestinal: constipation), nausea, feeling abnormal and otitis media. Has had no pelvic or abdominal pain. No bowel or bladder concerns, no fevers.she has had no pain or cramping. She underwent MRI scan of her entire spine which was negative. Initially she had no issues with pelvic pain,. Concurrent conditions included body mass index normal, underweight, palpitations, dizzy, pain in face, dizziness, sinus congestion, vertigo, diplopia, numbness in face, weakness, tiredness, sleeplessness, shortness of breath, chest tightness, panic attacks, fainting, disorientation, coordination abnormal, speech disorder, concentration loss, facial paresis, depression, ringing in ears, paresthesia, ear disorder (ears sensitive), earache, migraine and tingling. Concomitant products included alprazolam, alprazolam (xanax), ibuprofen, meclozine (meclizine) and prochlorperazine edisylate (compazine). On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain") and auditory disorder ("neurological conditions or problems (hearing problems)"). In (B)(6) 2014, the patient experienced visual impairment ("vision/eye problems/vision/eye problems (blurred and double vision due to headaches)") and mood swings ("hormonal changes (mood swings)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) (type: uti);"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain") and constipation ("gastrointestinal or digestive system condition (constipation)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, seizure, dysmenorrhoea, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, mood swings, auditory disorder and constipation outcome was unknown, the vaginal haemorrhage, menorrhagia, vertigo and dyspareunia was resolving and the anxiety, headache, nausea and back pain had resolved. The reporter considered anxiety, auditory disorder, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 10.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: nilateral occlusion (right tube occluded) hysterosalpingogram,normal uterine cavity, occluded distal tubes bilaterally but with question of subcornual density on left pathology report: final diagnosis- biopsy tissue uterus, right fallopian tube and ovary and right fallopian tube resection: cervix: benign cervical mucosa with focal immature squamous metaplasia. Negative for dysplasia. Endometrium: chronic endometriosis and proliferative phase endometrium. Negative for atypia. Myometrium: adenomyosis right and left fallopian tube: no significant pathologic changes seen right ovary: follicular cyst. Lot number: b40022 manufacture date: june-2013 expiration date: 30-june-2016. Lot number b94875: manufacture date: nov-2013 expiration date: nov-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B94875, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included constipation (gastrointestinal: constipation), nausea from (B)(6)2014 to (B)(6)2014, feeling abnormal, otitis media and sickness from (B)(6) 2014 to (B)(6)2014. Has had no pelvic or abdominal pain. No bowel or bladder concerns, no fevers.she has had no pain or cramping.she underwent MRI scan of her entire spine which was negative.initially she had no issues with pelvic pain,. Concurrent conditions included body mass index normal, anxiety since 2014, underweight, palpitations, dizzy since (B)(6)2014, pain in face, dizziness, sinus congestion, vertigo since (B)(6)2014, diplopia, numbness in face, weakness, tiredness, sleeplessness, shortness of breath, chest tightness, panic attacks, fainting, disorientation, coordination abnormal, speech disorder, concentration loss, facial paresis, depression, ringing in ears, paresthesia, ear disorder (ears sensitive), earache, migraine and tingling. Concomitant products included alprazolam, alprazolam (xanax), diazepam, ibuprofen, lorazepam, meclozine (meclizine), ondansetron and prochlorperazine. In 2014, the patient experienced urinary tract disorder ("urinary problems or changes") and auditory disorder ("neurological conditions or problems (hearing problems)") and was found to have weight increased ("weight gain"). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced visual impairment ("vision/eye problems/vision/eye problems (blurred and double vision due to headaches)") and mood swings ("hormonal changes (mood swings)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal) type: bladder infection"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) (type: uti);"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain"), constipation ("gastrointestinal or digestive system condition (constipation)"), depression ("psychological or psychiatric problems condition: depression / neurological conditions or problems type: depression"), alopecia ("other injury (ies) or complication (s); hair loss"), abdominal pain lower ("lower abdominal pain") and dizziness ("extrmely dizzy") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy with unilateral oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, anxiety, headache, nausea, back pain and abdominal pain lower had resolved, the hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, seizure, dysmenorrhoea, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, mood swings, auditory disorder, constipation, depression, alopecia and dizziness outcome was unknown and the vaginal haemorrhage, menorrhagia, vertigo and dyspareunia was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, auditory disorder, back pain, bladder disorder, constipation, cystitis, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 157 lbs. Discrepancy noted in date of removal (B)(6)2015 and (B)(6)2015. Hysterosalpingogram was done. She did not undergo an essure confirmation test. (Discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 10.7 kg/sqm. Hysterosalpingogram - on (B)(6)2015: results: nilateral occlusion (right tube occluded). Hysterosalpingogram,normal uterine cavity, occluded distal tubes bilaterally but with question of subcornual density on left pathology report: final diagnosis- biopsy tissue uterus, right fallopian tube and ovary and right fallopian tube resection: cervix: benign cervical mucosa with focal immature squamous metaplasia. Negative for dysplasia. Endometrium: chronic endometriosis and proliferative phase endometrium. Negative for atypia. Myometrium: adenomyosis right and left fallopian tube: no significant pathologic changes seen right ovary: follicular cyst lot number: b40022 manufacture date: june-2013 expiration date: 30-june-2016 lot number b94875: manufacture date: 20-nov-2013 expiration date: 30-nov-2016 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2019: quality-safety evaluation of ptc. (Product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 35-year-old female patient who had essure (batch no. B94875, b40022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety in 2014, constipation (gastrointestinal: constipation), nausea, feeling abnormal and otitis media. Has had no pelvic or abdominal pain. No bowel or bladder concerns, no fevers.she has had no pain or cramping.she underwent MRI scan of her entire spine which was negative.initially she had no issues with pelvic pain,. Concurrent conditions included body mass index normal, body mass index, palpitations, dizzy, pain in eyes, dizziness, sinus congestion, vertigo, diplopia, numbness in face, weakness, tiredness, sleeplessness, shortness of breath, chest tightness, panic attacks, fainting, disorientation, coordination abnormal, speech disorder, concentration loss, facial paresis, depression, ringing in ears, paresthesia, ear disorder (ears sensitive), earache, migraine and tingling. Concomitant products included alprazolam, alprazolam (xanax), meclozine (meclizine) and prochlorperazine edisylate (compazine). On an unknown date, the patient started ibuprofen at an unspecified dose and frequency. In 2014, the patient experienced urinary tract disorder ("urinary problems or changes"), weight increased ("weight gain") and auditory disorder ("neurological conditions or problems (hearing problems)"). On (B)(6)2014, the patient had essure inserted. In october 2014, the patient experienced visual impairment ("vision/eye problems/vision/eye problems (blurred and double vision due to headaches)") and mood swings ("hormonal changes (mood swings)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection/infection (bladder/urinary tract/vaginal) (type: uti);"), vaginal infection ("vaginal infection") with vaginal discharge, anxiety ("anxiety"), bladder disorder ("bladder problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vertigo ("vertigo"), seizure ("seizures"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), back pain ("lower back pain") and constipation ("gastrointestinal or digestive system condition (constipation)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, hormone level abnormal, hypersensitivity, cystitis, urinary tract infection, vaginal infection, bladder disorder, urinary tract disorder, migraine, seizure, dysmenorrhoea, visual impairment, fatigue, weight increased, weight decreased, gastrointestinal disorder, mood swings, auditory disorder and constipation outcome was unknown, the vaginal haemorrhage, menorrhagia, vertigo and dyspareunia was resolving and the anxiety, headache, nausea and back pain had resolved. The reporter considered anxiety, auditory disorder, back pain, bladder disorder, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vertigo, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 157 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 10.7 kg/sqm. Hysterosalpingogram - on (B)(6)2015: nilateral occlusion (right tube occluded) hysterosalpingogram,normal uterine cavity, occluded distal tubes bilaterally but with question of subcornual density on left pathology report: final diagnosis- biopsy tissue uterus, right fallopian tube and ovary and right fallopian tube resection: cervix: benign cervical mucosa with focal immature squamous metaplasia. Negative for dysplasia. Endometrium: chronic endometriosis and proliferative phase endometrium. Negative for atypia. Myometrium: adenomyosis right and left fallopian tube: no significant pathologic changes seen right ovary: follicular cyst most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet, new reporter, patient demographic information, relevant information, concomitant medication , event outcomes ,new events hormonal changes (mood swings) and neurological conditions or problems (hearing problems) were added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.